Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, during ablation phase of the procedure a fluid loss alarm was received and cervical leak was observed. Reportedly, the patient sustained vaginal burn. The burn was not classified by the physician and did not require any treatment. There were no reported patient complications as a result of this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.